Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump had a loose drive support cap. The caller did not provide the blood glucose reading. She was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The caller declined a new insulin pump.